Event description:
It was reported that an artificial urinary sphincter (aus) implant surgery was abandoned due to "complications." An accessory kit was used during the surgery. Additional information received states the patient was undergoing a bladder neck implant surgery. "During the procedure the urethra had a slight hole, very small so the case couldn't go ahead."